Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The ICD tachy therapy was turned off due to the patient being placed in hospice care, no revision procedure is planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
The event description has been corrected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The ICD tachy therapy was turned off due to the patient being placed in hospice care, no revision procedure is planned at this time. No adverse patient effects were reported.